Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the pump pocket had settled and the patient was recovering from the surgery. The patient's mother was in discussion with the relevant healthcare providers to have a new pump implanted in the next 6 to 8 weeks.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8780, lot # 0210874372, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a foreign consumer via a manufacturers representative regarding a patient who was receiving baclofen via an implantable pump. It was reported that the pump seemed to be migrating out of the patients abdomen. On (B)(6) 2016, the skin and tissue around the pump pocket started to break down. On (B)(6) 2016, surgery was carried out to bury the pump deeper into the patients tissue. On (B)(6) 2016, the pump pocket began to break down and ooze. On (B)(6) 2016, the patient was admitted to the hospital. On (B)(6) 2016, the pump and catheter were explanted. There were no events that led to the current status of the patient. The issue was not resolved. The patient status was alive no injury. It was stated that the patient never had a fever or felt unwell. On no occasion did any swab grow anything. Until the pump was removed [the patient] never had improvements in her speech. There were improvements in fine motor skills, as the patient was able to feed herself with a fork. The spasticity was reduced virtually to nothing such that the patient was able to walk and stand. The patient had been responding well to treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.